Event description:
Additional information received for report mw5111855 on 09/08/2022 for catalog number.

Event description:
This report is related to the normand remisol advance data manager, ref: c69412, c69413, c44703, and c57017 is a software device that interfaces between laboratory information systems (lis) and laboratory instruments. The normand remisol advance data manager performs its operations at a privilege level that is higher than the minimum level required, which creates vulnerabilities in the systems as they are implemented. New weaknesses can be exposed as it is running with extra privileges, such as root or system, and can disable the normal security checks being performed by the operating system or surrounding environment. This allows for an attacker to gain access to patient data, and provides the permission to alter files in the system which may impact locally stored data related to patients. An attacker would try to leverage a bug in the running program and get arbitrary code to execute with elevated privileges. For instance an attacker would look for programs that write to the system directories or registry keys (such as (B)(4), which stores a number of critical windows environment variables). These programs are typically running with elevated privileges and have usually not been designed with security in mind. This impacts the following services: normand license manager, normand message buffer, normand message server, normand remisol advance launcher, normand service manager; the following security vulnerabilities have been reserved for this: (B)(4). The disclosure reads: "the default privileges for the running service, "service name here" in beckman coulter remisol advance v2.0.12.1 and prior allows non-privileged users to overwrite and manipulate executables and libraries. This allows attackers to access sensitive data." We are opening this request after speaking with a representative of the FDA - https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfres/res.cfm?ID=188427. FDA safety report ID # (B)(4).